Event description:
The reporter stated that the surgeon implanted, into one patient, three neuragen products from the hospital inventory that had exceeded their label expiration dates: png220 lot 1070331 expiration date march 2009 (neuragen nerve guide 2mm ID x 2 cm length), png420 lot 1080280 expiration date january 2010 (neuragen nerve guide 4mm ID x 2 cm length), png420 lot 1073029 expiration date october 2009 (neuragen nerve guide 4mm ID x 2 cm length).

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.